Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced infection. In regards to infection, the warning section in the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ the patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2009 - the patient underwent an upper abdominal repair for an incisional hernia, the patient's hernia was repaired with a kugel patch. On (B)(6) 2015 - the patient presented to the md with complaints of pain, infection, drainage and an open wound. The patient was allegedly found to have "nonhealing surgical wound of the abdomen." On (B)(6) 2015 - the patient underwent surgery to have the alleged infected mesh removed along with a debridement and packing of the abdominal wound. The attending surgeon stated that "piece of most likely an infected mesh that was seen in the wound. The mesh was from a previous surgery." "There was some still a small amount of mesh that was still visible; however, I did not feel it was safe at that point to remove any more mesh as these portions of the mesh may be attached to tings underneath." "The wound itself at the end of the case after removal of mesh appeared to be intact." It is alleged the patient still suffers from an open wound and drainage due to the remaining mesh that was unable to be removed. The attorney alleges the patient has suffered and will continue to suffer pain and was seriously and permanently injured.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2009 - the patient underwent an upper abdominal repair for an incisional hernia, the patient's hernia was repaired with a kugel patch. (B)(6) 2015 - the patient presented to the md with complaints of pain, infection, drainage and an open wound. The patient was allegedly found to have "nonhealing surgical wound of the abdomen." (B)(6) 2015 - the patient underwent surgery to have the alleged infected mesh removed along with a debridement and packing of the abdominal wound. The attending surgeon stated that "piece of most likely an infected mesh that was seen in the wound. The mesh was from a previous surgery." "There was some still a small amount of mesh that was still visible; however, I did not feel it was safe at that point to remove any more mesh as these portions of the mesh may be attached to tings underneath." "The wound itself at the end of the case after removal of mesh appeared to be intact." It is alleged the patient still suffers from an open wound and drainage due to the remaining mesh that was unable to be removed. The attorney alleges the patient has suffered and will continue to suffer pain and was seriously and permanently injured. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with incisional hernia in upper abdomen thereby underwent repair with composix kugel patch. Per the operative notes, "intraperitoneal repair was performed using a large round kugel composix mesh. The mesh was inserted and secured with suture." (B)(6) 2014 ¿ patient underwent colonoscopy. (B)(6) 2015 ¿ patient underwent colon resection with creation of colostomy. (B)(6) 2015 - patient was diagnosed with non-healing wound thereby underwent debridement of the wound and partial mesh removal. Per the operative notes, "the wound was opened, and the infected mesh was removed as much as can. Still small amount of mesh that was still visible as these portions of mesh may be attached to things underneath. Packed the wound at this point and the case was concluded." (B)(6) 2018 - patient was diagnosed with recurrent incisional hernia with an infected mesh, peritoneal carcinomatosis thereby underwent exploratory laparotomy, removal and debridement of the infected mesh. Per the operative notes, "had a chronic nonhealing sinus tact in the upper portion of the midline wound. Adhesions lysed. Resected reminder of the abdominal wall mesh which was infected and proceed with skin closure.¿ attorney alleges that the patient had abscess, adhesions, bowel removal, mesh migration, nerve damage, pain, hernia recurrence, seroma, infections, nonhealing wound and emotional injuries. It is also alleged that the patient had multiple surgeries to remove the mesh.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced infection. In regards to infection, the warning section in the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ the patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided, to correct the product identifies and explant date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical record review, about 6 years post implant of composix kugel mesh, patient was diagnosed with non healing wound, abscess and mesh infection thereby underwent repair with partial mesh removal. About 2 years later, patient was diagnosed with adhesions, infection thereby underwent complete removal of infected mesh. The adverse reactions section of the instructions-for-use (IFU) supplied with the device lists adhesions as a possible complication. Corrected fields: d1, d4 (product catalog no.), d.6b (explant date), g4 (PMA/510(k) #).